Event description:
It was reported that the scale was inaccurate as it was not zeroed out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed exit was constantly/falsely alarming. This will result in caregiver annoyance as the user would be aware that there was a problem with the system. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to contribute to or cause serious injury or death if it were to recur. Therefore, this event is not reportable.

Manufacturer narrative:
It was reported that the bed exit was constantly/falsely alarming. This will result in caregiver annoyance as the user would be aware that there was a problem with the system. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to contribute to or cause serious injury or death if it were to recur. Therefore, this event is not reportable. The results section was blank. The issue was a result of the user not zeroing out the scale prior to use.